Event description:
During evaluation of photographic samples of a theranova 400, an external fluid leak was observed no additional information is available.

Manufacturer narrative:
The actual device was not available. However, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a droplet of fluid outside the dialyzer header cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed the product to be contaminated with blood. Two (2) disinfection cycles were performed prior to analysis. Functional leak testing of both the dialysate and blood sides of the dialyzer was performed and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.